Event description:
It was reported that the when the bd interlink¿ blunt plastic cannula is pushed into a vial, it will break off a piece of the rubber from inside the vial (coring). This occurred multiple times, however, no patient impact reported. The following information was provided by the initial reporter: one of our rns brought up a concern about the bd blunt plastic cannula. He said this is the 2nd time he has noticed that the blunt cannula, when pushed into a vial, will break off a piece of the rubber from inside the vial.

Manufacturer narrative:
Date of event is unknown. Investigation summary: it was reported when the product is pushed into a vial, it will break off a piece of the rubber off into the vial. To aid in the investigation, one hundred samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. It could be possible the customer is not using the product as intended. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number 303345, lot number 2027209. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.